Event description:
It was reported that pt has been experiencing pain since the surgery. Pt's wife explained she did not want to provide any additional info. Additional info received: abgii components replaced due to altr. Cobalt - 3.0. Chromium - 1.0.

Manufacturer narrative:
An event regarding revision due to altr was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate module stems and necks due to the potential risks associated with these devices. The reported revision due to altr is considered to be under the scope of this recall. No further investigation is required.